Manufacturer narrative:
Lot number 33a090065 (manufactured 01/2003) was also rec'd. The returned samples had the sampling site body cracked. The cracking sampling sites are related to a smaller internal inner diameter on the site body. Changes have been made to the site body to allow for ease of insertion since this product was manufactured. No product prior to the body change remains in stock. The device history records were reviewed and both lots were part of a recall for this cracking issue. The recall was conducted to remove product with the smaller ID from the field, notification of the recall was sent to the facility in october , 2004 and again in august, 2005. Documentation was rec'd from the facility on 09/27/2005, stating that there was no product associated with the recall remaining in their facility. The smith's rep for the area went to the facility and the distributor for the facility and removed all product impacted by the recall. Smiths was able to confirm this issue and determine a cause. The two reported lot numbers were manufactured before the corrective action (of increasing the sampling site body) was in place. No add'l action necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the kits were pulled "due to the yellow cap coming off and the possibility of a pt bleeding out." There was no pt injury or treatment associated with this event.